Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned for analysis.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Additionally, the patient experienced a syncope episode. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned for analysis.